Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be established. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the pd catheter being the source of infection most often.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had a previous event of fungal peritonitis in (B)(6) 2024. Although it was reported that the cause of the peritonitis was unknown, there were no reported allegations that the event was related to any issues with fresenius products. It was stated that the patient¿s pd catheter (not a fresenius product) had to be removed. Additional follow-up was performed with the patient¿s son who confirmed that on the patient¿s fungal peritonitis (date could not be provided). It was stated the patient had a pd culture obtained but the results were not available therefore, the fungal organism was unknown. As a result, the patient underwent removal of the pd catheter (not a fresenius product). Furthermore, the patient was treated with antifungal therapy (details unknown). The patient reportedly recovered from the event. The cause of the peritonitis was unknown, per the patient¿s son. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had a previous event of fungal peritonitis in march 2024. Although it was reported that the cause of the peritonitis was unknown, there were no reported allegations that the event was related to any issues with fresenius products. It was stated that the patient¿s pd catheter (not a fresenius product) had to be removed. Additional follow-up was performed with the patient¿s son who confirmed that on the patient¿s fungal peritonitis (date could not be provided). It was stated the patient had a pd culture obtained but the results were not available therefore, the fungal organism was unknown. As a result, the patient underwent removal of the pd catheter (not a fresenius product). Furthermore, the patient was treated with antifungal therapy (details unknown). The patient reportedly recovered from the event. The cause of the peritonitis was unknown, per the patient¿s son. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.